Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00995. It was reported the patient experienced ineffective pain relief from the scs system. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 2 of 2; reference MFR. Report: 1627487-2019-00995. Follow up information identified the patient underwent scs system explant on (B)(6) 2019.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00995.